Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery. The 95% stenosed target lesion was located in the calcified anterior tibial artery. While advancing the 300cm, 8cm v18 guide wire through the stenosis approximately 3cm of tip detached in the anterior tibial artery. The remaining portion of the guide wire was removed intact. The detached guide wire tip was retrieved with a non bsc snare. The procedure was not completed due to the event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the left femoral artery. The 95% stenosed target lesion was located in the calcified anterior tibial artery. While advancing the 300cm, 8cm v18 guide wire through the stenosis approximately 3cm of tip detached in the anterior tibial artery. The remaining portion of the guide wire was removed intact. The detached guide wire tip was retrieved with a non bsc snare. The procedure was not completed due to the event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned device revealed the poly tip severely damaged, it presented the tip fracture, approximately 2 cm detached/separated. Additionally the poly tip section presented several bends. Sem analysis revealed the device appears to have been pulled or pushed against resistance. External analysis revealed fracture planes at 90º relative to the longitudinal axis typical of a torsion overload of a ductile material. Fracture surface showed smeared material and elongated dimples rupture in a twist/torsional direction, which could be related to the manner in which the guide wire is handled during the procedure. No material anomalies were found. The guide wire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.